Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit responded with a "cassette error", no cassette attached while this error occurred. There was no patient involvement.

Manufacturer narrative:
One device was received. The complaint was able to be confirmed by event log but were unable to duplicate the error. No repairs were made at this time. Downstream occlusion calibration test was performed. The unit passed all testing criteria and reset to standard configuration.